Event description:
The customer stated an architect i2000sr analyzer generated a (B)(6) result for one patient sample. The analyzer generated an initial (B)(6). The result was questioned and the sample repeated. A repeat anti-hcv result of (B)(6) was generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, arch anti-hcv, list 6c37, that has a similar product distributed in the u.s., arch anti-hcv, list 1l79. Further investigation of the customer issue included a review of the complaint text, testing of retained reagent lot 15472li00, a search for similar complaints, and a review of labeling. The customer stated an architect i2000sr analyzer generated a (B)(6) result for one patient sample. The sample in question was not available for investigation. A retained reagent kit of lot 15472li00 met specifications for calibrations and controls. Clinical sensitivity testing also met specifications. Tracking and trending identified no atypical complaint activity or adverse trends for (B)(6) lot 15472li00. Labeling was reviewed and found to be adequate. Based on the investigation no product deficiency was identified.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.